Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the leadless implantable pulse generator (ipg), the patient experienced shortness of breath for brief periods, along with sharp chest pain which radiated through the back, and pericarditis. The symptoms eased when lying flat and were made worse with moving and aspiration. Medications were given and the device check and x-rays were normal. The device remains in use. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.